Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia of 40 mg/dl. Customer's blood glucose value was 149 mg/dl at the time of incident and the current blood glucose level was 162 mg/dl. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer stated that the auto mode feature was active and automatically adjusting insulin delivery at time of low blood glucose event. Customer does not allege insulin pump was over delivering. Customer was not alleging pump was over delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose level. The customer noticed that there was a leak on the infusion set. The insulin pump will not be returned for analysis.